Manufacturer narrative:
The associated complaint devices were not returned. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The clinical / medical investigation concluded that, since no supporting clinical documentation has been provided for review, the reported findings cannot be confirmed. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the source cannot be confirmed and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the reported symptoms, the intra-op findings with suspected titanium allergy, and the revision surgery with an expected post-operative rehabilitative phase cannot be concluded. Without the actual product involved, our investigation cannot proceed. If the devices or new information is received in the future, these complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that a revision surgery was performed. Patient presented with metallosis, joint was inflamed, soft tissue had a black colour. The surgeon revised the knee, took out the implants and replaced them.